Event description:
The customer reported a ventilator had a busted oxygen (o2) hose and needed the part identification number for its replacement. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the o2 hose and provided the part identification number. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported to have replaced the hose and installed a new one. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.